Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, due to this, a lead safety switch was triggered. Further evaluation and reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that x-rays were performed which indicate fracture and dislodgement of the right ventricular lead as the root cause of the issue. A lead replacement has been scheduled for the near future.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, due to this, a lead safety switch was triggered. Further evaluation and reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, due to this, a lead safety switch was triggered. Further evaluation and reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that x-rays were performed which indicate fracture and dislodgement of the right ventricular lead as the root cause of the issue. A lead replacement has been scheduled for the near future. Additional information was received detailing that this lead was explanted and replaced. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. H6: impact codes.